Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to: b5. Updated fields: d4, d8, d9, h3 & h4. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head experienced horizontal noise at the bottom of the screen twice, one at 20 minutes and the other at 1 hour and 15 minutes after the start of a therapeutic laparoscopic hernia repair procedure. The customer further reported that the device recovered naturally, and the procedure was able to be completed using the same set of equipment. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced horizontal noise at the bottom of the screen twice, one at 20 minutes and the other at 1 hour and 15 minutes after the start of a laparoscopic hernia repair procedure. The customer further reported that the device recovered naturally, and the procedure was able to be completed using the same set of equipment. There were no reports of patient harm, injury, or death.